Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient sees internal device lost all data message and cannot go forward. Reviewed message needs to be cleared to proceed. Caller reported in march she fell on the ice and has pain in her head and needs a MRI. The MRI center wouldn't do one last week because they didn't have the right equipment and she didn't have the right implant information. Caller reported she had several CT scan because of the fall. Caller will contact her doctor to clear the message and will find a different MRI center.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.